Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction- b1, h1: photos submitted by the user are consistent with the tether having torn the stent. There is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional - clerk. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the sterile package of a universa firm ureteral stent set, the nurse noted a split on one tip of the jj stent. The tether was still attached to the stent when the package was initially opened, but the scrub nurse was not able to confirm whether the split occurred on the side with the tether or not. Another same type device was opened and used to complete the procedure. No adverse effects have been reported due to the occurrence.